Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017: failure to follow steps / instructions.

Event description:
It was reported that this was multiaccess venous closure of the common femoral vein with a prostyle device using the pre-close technique via a 6f sheath hope prior to a pulmonary vein isolation (pvi) interventional procedure. Femoral imaging was not performed. Reportedly, a suture break occurred during step three. The suture of one new prostyle devices was successfully pre-placed. The sheath was upsized to a large-bore and the pvi procedure was completed. Post procedure, a suture break occurred during knot advancement with the knot pusher. Manual compression was ultimately applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb or lever deployed early) or suture/ nick damage. Femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. In this case, the instructions for use (IFU) deviation would not have contributed to the reported difficulty. Based on the result of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed MDR report, the following information was received: pre-close technique was performed via an 8f sheath hole. Reportedly, at the first access, a suture break occurred during step three. The suture of one new prostyle devices was successfully pre-placed. The sheath was upsized to a large-bore and the pvi procedure was completed. Post procedure, a suture break occurred during knot advancement with the knot pusher. Manual compression and a z-stitch was ultimately applied to achieve hemostasis. No additional information was provided.